Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. Patient's mother was advised to reset the device which was unsuccessful for the reported issue. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Event description:
Patient inserted sensor into thigh against user's guide specifications

Manufacturer narrative:
(B)(4). The data log was provided by the patient. The data was reviewed on (B)(4) 2015 and could not confirm the reported event of permanent out of range. The complaint device was also returned for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the device did not boot up. After several hours bring plugged in to recharge the receiver, the device did not hold charge. The receiver case was opened for further evaluation and found a defective battery. The battery was replaced with a good battery for functional testing and the test passed. The reported event of a permanent out of range signal was confirmed. The root cause was determined to be a defective battery.